Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, list under possible adverse effects: ¿implants can loosen or migrate due to trauma or loss of fixation." Following review, no new risks were identified. Literature: amanatullah, derek f, meehan, john p, cullen, aaron b, kim, sunny h & jamali, amir a. (2011) intermediate-term radiographic and patient outcomes in revision hip arthroplasty with a modular calcar design and porous plasma coating. The journal of arthroplasty vol. 26 no. 8. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). Multiple MDR reports were filed for this event, please see associated report:0001825034 -2017 -09034. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "intermediate-term radiographic and patient outcomes in revision hip arthroplasty with a modular calcar design and porous plasma coating". The article identified one (1) (B)(6) female patient who underwent revsion of her right femoral component due to aseptic loosening. There has been no further information provided and the patient outcome is unknown